Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for normal follow up, externalized conductors were observed via diagnostic imaging. The lead remains implanted and patient will be monitored.